Event description:
Related manufacturer reference number: 2017865-2022-13024. Related manufacturer reference number: 2017865-2022-13021. Related manufacturer reference number: 2017865-2022-13023. It was reported that the patient expired due to ventricular fibrillation. The implantable cardioverter defibrillator delivered shocks but was unable to convert rhythms.

Manufacturer narrative:
Correction h6 codes health effect - clinical code was ventricular fibrillation should be arrhythmia.

Manufacturer narrative:
Upon review, the (device/lead) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.